Event description:
After injecting medication into port of IV line, nurse attempted to pull up sleeve on safety-lok syringe and sustained needle stick injury to finger when sheath came off. Reporter indicated that nurse did not come in contact with any blood or body fluids.

Manufacturer narrative:
The reporter indicated that the device was destroyed, so it is not possible to determine the cause of the reported condition. A review of complaint files revealed no other events involving the product lot indicated. Based on this information, we are unable to conclude if the reported event occurred as a result of a device malfunction.